Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the freestyle libre 2 reader. Customer's reader did not power on with button press or test strip insertion and she was unable to obtain readings and receive glucose alarms. As a result, customer experienced hypoglycemia and disorientation and was unable to self-treat, requiring treatment of juice and "breakfast" by her husband. There was no report of death or permanent impairment associated with this event.

Event description:
A battery/no power issue was reported with the freestyle libre 2 reader. Customer's reader did not power on with button press or test strip insertion and she was unable to obtain readings and receive glucose alarms. As a result, customer experienced hypoglycemia and disorientation and was unable to self-treat, requiring treatment of juice and "breakfast" by her husband. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no issues were observed. The reader did not turn on with the button, strip, or universal serial bus (usb) cable insertion. The returned reader was connected to a computer and the reader was not recognized. The reader was further investigated and de-cased. Placed returned reader into the reader printed circuit board assembly (pcba) test fixture and applied pressure to the central processing unit (cpu). The reader did not turn on when pressure was applied to the cpu. A new unused battery was placed in the returned reader and applied pressure to cpu; observed returned reader did turn on. An extended investigation was also performed on the reader. Performed a visual inspection on the returned reader and no abnormalities or damages were observed. The battery was measured to be outside of the specification. Applied pressure to microcontroller processor (mcp); observed returned reader to power on. Therefore, this issue is confirmed due to poor soldering of the mcp. All pertinent information available to abbott diabetes care has been submitted.